Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had an elastic in the packaging. The customer indicated no patient involvement.

Manufacturer narrative:
This report 8020889-2018-00082 was sent in error as a duplicate for MFR report number: 8020889-2018-00079, any additional information received in the future will be captured and submitted under the report number 8020889-2018-00079. If information is provided in the future, a supplemental report will be issued.